Event description:
Surgical procedure performed due to infection. The insert was exchanged.

Manufacturer narrative:
No product was returned. The investigation was limited to the information provided, as the product code and lot numbers required to review the device history records and complaint history were not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided information. The need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or add'l information that changes this conclusion be received, the investigation will be reopened.